Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a firmware upgrade was attempted on the pulse generator. During the upgrade, the device went into backup vvi operations. Device download was performed and was restored successfully. The upgrade was not performed again. The patient was stable throughout the event.